Event description:
A user facility reported a saline bag back filled during recirculation mode but they did not notice and ran a treatment with the patient connected to the machine during the incident. Patient did not require medical intervention. No parts were replaced on the machine. Manufacturer's tech inspected air separator assembly and no problems were found. Machine has not been returned to the manufacturer.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and treatment. The user did not notice the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.